Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed, 28x2.5mm target lesion was located in the moderately tortuous and moderately calcified left circumflex artery (lcx). A 28 x 2.50 mm promus premier drug eluting stent was advanced to treat the lesion; however, it was noted that the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: promus premier ous mr 28 x 2.50mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found distal stent damage. The distal end of the stent was damaged with stent struts lifted and pulled distally. The crimped stent outer diameter of the undamaged portion of the stent was measured and was within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube kink 80mm distal from the distal end of the strain relief. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed, 28x2.5mm target lesion was located in the moderately tortuous and moderately calcified left circumflex artery (lcx). A 28 x 2.50 mm promus premier¿ drug eluting stent was advanced to treat the lesion; however, it was noted that the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.